Event description:
The customer reported being hospitalized due to high blood glucose of 174mg/dl, and she was treated with the insulin pump. The customer stated that she was experiencing chest pains and dizziness. Troubleshooting was declined and the customer requested having a replacement of the insulin pump. The customer mentioned that the device is cracked on the case near the battery compartment, and she does not know how it happened. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.